Event description:
The customer contacted abbott laboratories on the (B)(6) 2013 and stated that they had reviewed the patient history records and realized that the patient had been inoculated for (B)(6) in 2012. Therefore, the customer indicated that the result which was originally generated was correct.

Event description:
The customer observed a (B)(6) result while using the architect anti-hbs assay. In (B)(6) 2012 the customer generated a (B)(6) architect anti-hbs result of (B)(6). The customer indicated that the specimen was also (B)(6) with another methodology. The patient was retested in (B)(6) 2013 and the architect anti-hbs test was (B)(6). Additional markers were tested and were each (B)(6): architect tests hbs antigen, hbc antibody, hbe antigen and hbe antibody. The patient had previously received the (B)(6) vaccination. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18 that has a similar product distributed in the u.s., list number 01l82.

Manufacturer narrative:
Additional information was received by the customer on (B)(4) 2013. Evaluation: further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A clinical specificity testing protocol was executed using lot 18273lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect anti-hbs reagent list number 07c18, lot number 18273lf00, was identified.